Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated. Iol rotation was noted 3 days post-operative. It was reported that the patient¿s vision is not good in the right eye. The iol was implanted at 12 degrees, and 3 days post-operative, it was at 30 degrees. The iol was repositioned on (B)(6) 2017. No sutures, no vitrectomy, no enlargement of the wound were required. Patient doing well after repositioning. Refraction post-operative: +0.75-2.00 x 78. Visual acuity post-operative:6/12 -2. No additional information was provided to abbott medical optics.